Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-737b-(B)(4): the fiber does not exhibit signs of usage; the fiber is broken within the white tubing at 7.25 inches from control knob, between input connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer flow tubing shows signs of abrasion; the outer flow tubing wall integrity is compromised; the outer flow tubing open end shows signs of scratch marks; the blue arrow, the blue writing, and part of the red octagonal signs are erased. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation. Additional information: review of lot 737b DHR did not indicate any failures upon the beamscan test and final inspection.

Event description:
It was reported that when placed in ready, the end of the laser fiber turned red. Additionally, in ready mode, the part by the knob of the fiber turned red. The tip (cap) was cleaned during the procedure. The fiber was not used, and was exchanged. The procedure was completed utilizing the second fiber. There was no patient injury due to the event.